Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant vancomycin result. Quality control (qc) results were within range. The ccc recommended the customer to clean the aliquot probe and drain. The customer cleaned aliquot probe and drain. The ccc primed the system. The ccc ran check 1, which passed. The ccc re-sat the instrument. The customer ran vancomycin precision study with good results. The cause of the discordant vancomycin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00806 was filed for the same event.

Event description:
A discordant, vancomycin result was obtained on one patient sample on a dimension vista 1500 (serial (B)(4)) instrument. The sample was also run on an alternate dimension vista instrument (serial (B)(4)), resulting falsely low. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same (serial (B)(4)) and on an alternate (serial (B)(4)) instrument, resulting higher. The correct result obtained on an alternate (serial (B)(4)) instrument, after re-centrifugation, was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
Additional information (13-novembe, 2017): a siemens headquarter support center (hsc) specialist reviewed the event data and determined that there was fibrin or cellular debris pulled into the aliquot well and probe which could have caused an issue when these samples were being processed. After re-centrifugation of the sample no further low results were obtained. The cause of the discordant vancomycin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2017-00806-s1 was filed for the same event.